Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was selected chile as the country of event, could you please clarify the country of the event? China. What was used to complete the procedure? Disassemble a package of vcp500h to complete the procedure. Was there any adverse consequence associated with the patient? No. What is the current condition of the patient? Normal.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 275 g/m.

Event description:
It was reported that a patient underwent an excision of facial nevus pigmentosus procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle. Another like device was used to complete the procedure. No additional information was provided.